Event description:
A neonate patient was found with red marks on the forehead after a small sto2 sensor was removed for an application site check or sensor removal. The use of the sensor was not consistent with the user directions and may have been un-checked for an extended period of time. This was a minor incident and the clinicians, including a skin wound specialist, were not overly concerned about the outcome. There is no record of medical intervention and a series of photographs 2-3 days apart show improvement.